Event description:
It was reported that the patient presented in the hospital due to an infection at the device implant site. The implantable cardioverter defibrillator (ICD), right ventricular (rv) and right atrial (ra) lead were explanted. The patient's condition is unknown.

Manufacturer narrative:
The lead was returned and visual examinations revealed no malfunctions. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. Further information was requested but not received.